Manufacturer narrative:
The customer meter and test strips were returned. Only 1 test strip was returned. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. The obtained qc value was in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 9:13 am the meter result was 4.5 inr. Fifteen minutes later the laboratory result from a venous sample was 3.29 inr. The customer's therapeutic range is 2.5 - 3.5 inr. Their target value is 3.0 inr. The laboratory result was deemed to be correct as it was within the customer's therapeutic range. The customer's coumadin dosage was not changed. There was no allegation of an adverse event. The customer stated that for their diet they keep their intake of greens consistent. The customer meter and test strip were requested for return. Replacement products were sent.